Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
(B)(4) case report implantation of migrated biliary stents in the digestive tract. Case 1: because of persistent drainage (600 ml) an ercp was performed on the following day and revealed a biliary leak through the cystic duct. Sphincterotomy was performed and an 8 fr plastic stent (tannenbaum type, wilson cook) was placed. The clinical picture improved, and the patient was discharged from hospital. One month later she reported pain in the right iliac fossa. Abdominal computed tomography revealed that the stent was implanted in the caecal wall, and laparotomy confirmed this diagnosis. The caecum was opened and the stent was observed to be impacting and perforating the mucosa and muscularis but not the serosa. The stent was removed and the caecotomy was closed. The patient made an uneventful recovery. This complaint was opened to capture stent migration resulting in perforation of the caecum.